Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a review of the black box and alarm history indicated one call service (B)(4) alarm occurred on (B)(6) 2014. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no errors, alarms, or warnings occurring. The pump casing was removed and there were no defects found to the pcb or to the cgm circuit. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.